Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to right atrial (ra) impedance measurements of greater than 2000 ohms. Noise and oversensing were also noted on the ra channel at high rates. There was no pacing inhibition. The noise appeared to have been from myopotential oversensing. The device was reprogrammed to program off the minute ventilation (mv) feature. No adverse patient effects were reported. The device remains in service.